Manufacturer narrative:
(B)(4).

Event description:
Customer called to report that the electrolyte injection cup (eic) on the unicel dxc 600 was overflowing. The customer technical specialist assisted customer with troubleshooting to look for clots in the eic. No clots were found and a service request was generated. On the following day, the field service engineer (fse) inspected the instrument and replaced the eic valves, but the leaking from the eic continued. The fse then found that the drain line was clogged with unidentifiable material. The fse removed the clog and flushed the line. The fse then tested the ion selective electrode calibration and quality controls of the instrument to ensure that the service performed on the instrument was effective. All test results performed by the fse were within instrument specifications and the eic overflow issue was resolved. Customer did not report harm to patients or instrument operators.